Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that when a patient experienced muscle stimulation in the breast muscle, a chest x-ray was performed. The x-ray revealed lead dislodgement. Twiddler's syndrome was noted. The lead was explanted and replaced. The patient was in good condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.